Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device would not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. D4: batch #704d45. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload(b) and gst45d reload(c) present. The reload(b) was received unfired with reload body damaged and bent, with three doubles driver missing, making the reload(b) non-functional, in addition, the reload(b) pan was noted to be partially dislodged from the both proximal sides; the reload(c) was received unfired with reload body bent, with one double driver missing, making the reload(c) non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is also possible that handling by the customer could dislodge the pan and causing the reload damaged. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a98m6w, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 704d45, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.